Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated glucose (glu) patient result was obtained on a dimension exl 200 system. Siemens headquarters support center (hsc) concluded the investigation of the event. The customer performed maintenance and replaced the system source lamp. A definitive cause of the event is unknown. However, system verification indicates acceptable performance after the customer maintenance. No other issues have been reported since the customer maintenance action. Replacement of the source lamp is considered normal troubleshooting/maintenance for issues of this nature. A potential product issue was not identified. Customer instrument is fully functional. The device is performing with specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated glucose (glu) result was obtained on a patient sample on a dimension exl 200 system. The discordant result was reported to the physician. The same sample was reprocessed on the next day on the same system after instrument maintenance and a lower result was obtained. The same sample was processed on another system and a lower result was obtained. No corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glu result.